Manufacturer narrative:
The original complaint was received with verbiage that did not indicate to us that this would be a reportable event, however, upon receipt of the complaint device on (B)(6) 2009, and further evaluation, the device is in a condition that suggest that a portion of the distal tip may have fragmented off, which we believe would only happen during use within the body. Visually the device shows signs of activation. The active tip has a section missing between 12 o'clock and 3 o'clock around the suction port. Damage of this nature has historically been associated with tip burial during activation and/or coming into contact with another instrument such as a telescope during the procedure. Therefore, this is a user technique related issue. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Functional testing was not able to be carried out due to the fact that the device was received with the power cable and suction tubing cut away. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and, therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other complaint for this lot of 296 devices that were released to distribution. No fault was found, no corrective or further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The vapr s90 were used for a shoulder arthroscopy surgery. (Rotators) during the surgery the electrode did burn up and wasn't useable anymore. Used another electrode.